Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to the implantable cardioverter defibrillator (ICD) inappropriately detecting an atrial fibrillation (af) with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode and delivered shock therapy. The device remains in use. No further patient complications have been reported as a result of this event.